Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that customer used a 20fr catheter and had a balloon leak.

Manufacturer narrative:
The reported event was inconclusive, as no sample returned for evaluation. A potential root cause for this failure mode could be due to "balloon not completely sealed to the shaft." The device used for the treatment, though it was unknown whether the device related to the reported event or met specifications. The device was not returned for evaluation. The lot number was unknown, therefore, the device history record could not be reviewed. The labelling review was unable to review due to the product catalog number and lot number for this device was unknown. Therefore, bard was unable to determine the associated labeling to review. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the customer used a 20fr catheter and had a balloon leak.